Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device would not rewind. Customer's blood glucose was unknown. No troubleshooting was done. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Device passed the displacement test and rewind. No unexpected rewind anomalies noted. (B)(4).